Manufacturer narrative:
Correction: h11: field should reflect the following: a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Interrogation results were normal, visual screen acceptable, and device image download successful or attempted

Manufacturer narrative:
Correction: h11 should have been, ¿a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.¿

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Interrogation results were normal, visual screen acceptable, and device image download successful or attempted.

Event description:
It was reported that a patient presented with an infection on the system, which was found to have infected the heart valve with possible endocarditis and lead vegetation. The patient also experienced fever. The system was explanted on (B)(6) 2025. No further adverse patient consequences were reported.